Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73h1700098 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips fall out of the applier. No clips fell into the patient. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The investigation was performed with a r & d engineer. The trigger cycle was completed , and no clip fired. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip fell out of the applier before it was fully loaded. The same result occurred for the next two clips. The jaw opening gizmo (jog) was not engaging during the loading of the clips which prevented the jaws from closing and catching the clips upon loading. The device was disassembled to inspect the internal components. Upon disassembly, no damages were observed. The sample was returned with 9 clips remaining in its channel indicating that 6 clips were fired by the end user. The returned sample was manufactured before a redesign of the jog that helps mitigate the issue of the jog not engaging. The design change to the jog were documented under design verification protocol (B)(4) and design verification report (B)(4). The root cause of this complaint issue is a component issue since the jog not engaging prevented the clips from loading properly. However, the issue has already been addressed and actions were taken to mitigate this issue in the future. The reported complaint of "clips stay closed after shooting clip" was confirmed based upon the sample received. One device was received. Upon functional inspection, the first three clips fell out of the device during loading. It was found that the jaw opening gizmo (jog) was not engaging during the loading of the clips which prevented the jaws from closing and catching the clips upon loading. The returned sample was manufactured before a redesign of the jog that helps mitigate the issue of the jog not engaging. The design change to the jog were documented under design verification protocol (B)(4) and design verification report (B)(4). The root cause of this complaint issue is a component issue since the jog not engaging prevented the clips from loading properly. However, the issue has already been addressed and actions were taken to mitigate this issue in the future.

Event description:
It was reported that the clips fall out of the applier. No clips fell into the patient. There was no patient injury.